Manufacturer narrative:
The reported complaint of a stopped compression with the autopulse platform (sn: (B)(4)) was confirmed during initial functional testing. The platform repeatedly stopped compression due to a user advisory 27 (encoder fault (speed > 3000 rpm, no unwind)) message. A review of the platform archive found no significant discrepancies related to the reported issue. The root cause of the issue was due to a faulty encoder. The autopulse platform is a reusable device and was manufactured in 2009 and has exceeded its expected service life of 5 years. During visual inspection, there were no physical damages observed, however, the encoder drive shaft was found to exhibit binding and resistance. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn: (B)(4)) stopped compression. It is not known what message (if any) the platform displayed following the stopped compression nor is it known what occurred subsequent to the reported issue. No further information was provided.